Manufacturer narrative:
510 (k) number: n/a. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the delivery system to desired position (common bile duct) with no issue. User detected the sheath near proximal end of stent is about to break while the stent was moved about 1cm inside the delivery system. The issue was detected under endoscopy. User also detect the nitinol wire of stent is exposed during the procedure. With above 2 observation, user decided not to use the device and retracted from endoscopy. User used another same product from cook to finish the procedure.

Manufacturer narrative:
510 (k) number: n/a. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(6). (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is being reported under the FDA MDR malfunction precedence "flexor kinked/ stretched/ broke/ compressed" and "deployment issue resulting in an exposed stent removed from the patient with the delivery system". User advanced the delivery system to desired position (common bile duct) with no issue. User detected the sheath near proximal end of stent is about to break while the stent was moved about 1cm inside the delivery system. The issue was detected under endoscopy. See attached picture. User also detect the nitinol wire of stent is exposed during the procedure. With above 2 observation, user decided not to use the device and retracted from endoscopy. User used another same product from cook to finish the procedure.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered similar. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Importer site contact and address: (B)(4). Additional information received: general questions: 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during stent placemenet. 2. What endoscope type and channel size was used? 4.2mm. 3. What was the position of the elevator? Was it opened or closed? Opened. 4. Details of the wire guide used (diameter, type, make)? Metii-35-480 cook metii-35-480. 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 6. How long was the stent in the patient by the time this complaint occurred? No. 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Stricture information: 1. What was the length and diameter of the stricture? Around 3cm. 2. Where was the stricture located in the body? Common bile duct. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient. 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement. 1. Did the product fail during stent deployment or recapture? Yes. 2. Was the directional button pressed during use? Yes. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. 4. Was the yellow marker kept in view during deployment? Yes. 5. Are images of the device or procedure available? Yes. Questions related to during introducer withdrawal. 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? 2. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes. 3. Was the safety wire fully removed before removing the delivery system? Yes. 4. Did any part of the product snag/get caught with the stent when removing the delivery system? No. 5. Are images of the device or procedure available? Yes. Questions related to during stent repositioning/removal. 1. What instrument was used for stent repositioning / removal? Forceps, snare. 2. Was the lasso (suture) loop used during repositioning / removal? Did the doctor have to use a sphincterotome or any other device to cut the papilla? No. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Device evaluation: the evo-fc-10-11-6-b device of lot number: c1477433 was returned to cirl and evaluated on the 03 oct-2018. Upon review of the returned device, it was seen that the distal flexor was kinked. Flexor was placed under microscope to get a better image of the issue location. Device was deployed fully. The damage to distal flexor was adjacent to yellow marker band which would have been visually noticed during the procedure. Visual inspection was the method by which by which the defect was determined. Complaint is confirmed as the failure was verified in the laboratory. Root cause: based on the information provided and the information obtained from the lab evaluation a definite root cause could not be determined. However, a possible root cause of this event could be that the elevator somehow got stuck and caused the damage to the flexor, causing a kink on the flexor. Also, a kink may have occurred at some stage during the procedure due to tortuous anatomy and this caused a build-up of pressure resulting in the flexor kinking. Document review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1477433 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot#: c1477433; upon review of complaints this failure mode has not occurred previously with this lot#: c1477433. IFU review: the instructions for use ifu0056-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. Summary: complaint is confirmed as the failure was verified in the laboratory. The patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This file is being reported under the FDA MDR malfunction precedence "flexor kinked/ stretched/ broke/ compressed" and "deployment issue resulting in an exposed stent removed from the patient with the delivery system" user advanced the delivery system to desired position (common bile duct) with no issue. User detected the sheath near proximal end of stent is about to break while the stent was moved about 1cm inside the delivery system. The issue was detected under endoscopy. See attached picture. User also detect the nitinol wire of stent is exposed during the procedure. With above 2 observation, user decided not to use the device and retracted from endoscopy. User used another same product from cook to finish the procedure.